Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an unexpected override. A technical support specialist (tss) dialed into the station and found an 'accountalreadylocked' error in the med application logs. The tss logged into pes via the server and confirmed that the user account was active and not locked. Then, the tss ran powershell and found that the account had expired. The tss advised the customer to contact the hospital information technology team (hit) with the findings to update account expires to 0. The system functioned as intended after the technical support specialist and hit troubleshot the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es user was unable to log into pyxis due to an authentication error. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported in relation to this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es user was unable to log into pyxis due to an authentication error. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported in relation to this incident.